Manufacturer narrative:
Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review indicated there have been no other similar events for the lot referenced. Based on the provided information, the product reported in this investigation did not contribute to the event and is therefore considered concomitant. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Product surveillance will continue to monitor for trends. Given to patient.

Event description:
It was reported that patient fell at home, fractured trochanter. Surgeon pulled head, liner. Replaced with elevated rim and new sleeve / head c-taper ceramic.